Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy after multiple recent falls. Troubleshooting has been unable to resolve the issue. X-ray imaging revealed migration of left lead. As a result, surgical intervention may be undertaken in the future.